Event description:
Paramedics attended to a person diagnosed in an ideoventricular rhythm. The pt later went into ventricular fibrillation and a countershock was administered. The pt's rhythm changed to asystole and external pacing was attempted. When the operator pressed the pacing start/stop button the device allegedly displayed the leads alarm and pacing was inhibited. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.